Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 111.5 cm from the proximal end and had additional bends on the proximal shaft. The embolization coil was detached from the pusher assembly within the introducer sheath. The introducer sheath was ovalized approximately 6.5 and 7.5 cm from its distal tip, and the embolization coil was damaged within the introducer sheath. The embolization coil distal tip was at the introducer sheath distal tip. Conclusions: evaluation of the returned ruby coil confirmed a pusher assembly kink. If the device is retracted from its packaging hoop at an extreme angle, damage such as a kink may occur. Subsequently, if the kinked device is advanced against resistance, the kink may worsen. Further evaluation revealed that the introducer sheath was ovalized in two locations on the distal shaft and the embolization coil was detached from the pusher assembly within the introducer sheath and was damaged at the ovalized location on the introducer sheath. This damage was likely incidental to the reported complaint and may have occurred after removal of the device from the procedure. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the geniculate artery using ruby coils and lantern delivery microcatheter (lantern). During the procedure, the pusher assembly of the ruby coil was found to be slightly bent upon removal from the dispenser hoop. Subsequently, while advancing the ruby coil into the lantern, the pusher assembly of the ruby coil bent in half; therefore, the ruby coil was removed. The procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.